Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead helix was unable to extend. The lead was attempted but not used during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.